Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient had arrived at pacc with home hydration that should have been running overnight via the cadd pump. However, the hydration bag had been found completely full (2l). The cadd pump had been on and running, with the reservoir volume displaying 166.4 ml, thereby indicating that the patient should have received 1834 ml. A continuous infusion rate of 100 ml/hr had been set, with a total reservoir volume of 2l. Given on (B)(6) 2025. The patient had been medically affected. The lot number of the tubing had been identified as 2030-01-11.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.